Event description:
In 2005, the lay pt contacted lifescan alleging that her one touch basic enhanced meter was reading inaccurately high. The pt obtained a result of "400 plus" mg/dl on the reported meter. She said she felt dehydrated and was urinating more than usual. She said she "did a little exercising" after use of the meter and then went to the hosp. A result of 236 mg/dl was obtained at the hosp. The time interval between the reported meter result and hosp result was not provided. She received no treatment. The customer care agent (cca) discovered that the pt was not cleaning the puncture site correctly and the test strips were expired, which can contribute to inaccurate results. The cca walked the pt through 2 check strip tests, which fell outside the specified check strip range. The meter, test strips, and control solution were replaced.